Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right attune total knee revised to address pain and aseptic loosening of both femur and tibia components. Surgeon did not clarify which interfaces were involved with regard to the loosening of each component, just that they were loose. Depuy bone cement was used in primary. Femur, tibial tray, and tibial insert products were revised. Patella product was not. Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee). Further information reported from patient "the bone cement didn't hold and also there is a problem with the component"

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.